Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed error b30 (scope communication error). This issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. A root cause could not be identified as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.